Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and dislodgment occurred. During preparation of a synergy drug-eluting stent, the stent unraveled and came apart when the stent protector was removed. The procedure was completed with a different device. No patient complications were reported.